Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check, an error message appeared noting no valid diagnosis data was detected. The device image was saved on a usb flash memory; however, the image was not able to be read on a computer. When the image was obtained, the data was reviewed and it was discussed that the issue may have been caused by a memory parity error.